Event description:
It was reported that this recently implanted pacemaker alerted for an atrial arrhythmia burden. The stored electrograms (egms) showed atrial tachy response (atr) episodes with atrial undersensing at automatic gain control (agc) 0.25mv (millivolts). Further review of programmed parameters was recommended. The atrial arrhythmia burden alert has been adjusted to greater than 24 hours for future episodes. Battery longevity is normal. At this time, the device remains in-service. No adverse patient effects were reported.